Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unclear discoloration of the drain. The cause of the event was not reported. The patient presented to an emergency room, was given a prescription for an unspecified antibiotic due to the event and was sent home, reported as "refused to admit the patient". The following morning the patient experienced difficulty of breathing and was taken to a nearby hospital. The same day, the patient experienced cardiac arrest and subsequently passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.